Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definite cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with pre-operative diagnosis of spinal stenosis underwent posterior spinal fusion from t11-pelvis. Intra-op, the surgeon broke the distal tip of the driver trying to advance the left s2 iliac screw. No fragments of the instrument remained inside the patient. He then decided to remove the screw and use one of shorter length. No patient complications were reported.

Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.